Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2020, the patient had charged the ins and by noon the next day, the ins charge was around 45% charged, and dropped down further to 40% charge at the time of the report. It was noted that the patient had even put their lowest settings on to try and make the ins charge last longer. It was noted that the patient usually charges the ins every 2-3 days. They plugged the controller in on the morning of (B)(6) 2020 and the controller charge was at 100%, and still at 100% at noon on (B)(6) 2020. It was reviewed with the patient to track the ins depletion and to confirm they were charging to 100%. If the issue persists, then they were redirected to see their doctor to check the device. No symptoms were reported. No further complications were reported or anticipated. [Omitted information pertaining to hurting and controller not saying ins off - see pe (B)(4).] [Omitted information pertaining to no device found - 2019 -- see pe (B)(4).]